Event description:
Complainant alleged that while attempting to defibrillate a pt who had coded (age & gender unknown) the device displayed "discharge fault", "defib fault 80" and "defib fault 72" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. The pt subsequently expired.